Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer: examination of the returned complaint device consisted of a watchman implant. Blood and tissue were on the device. The implant was examined and it was found that the implant frame was deformed and one of the struts was broken. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The implant embolization could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a device embolization occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed, the patient had "nothing through the mouth" (npo) and was in atrial fibrillation when the procedure began at 7:37am. A 27mm watchman ® laa closure device & delivery system was used. Two partial recaptured were performed. The la pressure at the time of implant was 14, the compression was 13-23% and pass criteria was met. The closure device was released. And the procedure ended at 8:21am. At the patient's 45-day follow-up, a transesophageal echocardiogram (tee) revealed that the closure device had embolized to the common iliac. In (B)(6) 2017, the closure device was surgically removed. The patient's current status is fine. It was noted that two weeks after the implant procedure, the patient went to the emergency room complaining of right, leg pain. The patient had little to no pulse in the right leg. They thought it was sciatica however, looking back, the physician thinks this may have been when the closure device embolized.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that two weeks after the implant procedure, the patient went to the emergency room (ER) complaining of right, leg pain. However, the physician was misinformed the patient had presented to the ER four days post implantation.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device embolization occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed, the patient had "nothing through the mouth" (npo) and was in atrial fibrillation when the procedure began at 7:37am. A 27mm watchman ® laa closure device & delivery system was used. Two partial recaptured were performed. The la pressure at the time of implant was 14, the compression was 13-23% and pass criteria was met. The closure device was released. And the procedure ended at 8:21am. At the patient's 45-day follow-up, a transesophageal echocardiogram (tee) revealed that the closure device had embolized to the common iliac. In (B)(6) 2017, the closure device was surgically removed. The patient's current status is fine. It was noted that two weeks after the implant procedure, the patient went to the emergency room complaining of right, leg pain. The patient had little to no pulse in the right leg. They thought it was sciatica however, looking back, the physician thinks this may have been when the closure device embolized.